Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer complained about false positive test results caused by the low ionic strength solution mlb 2 on tango. The customer had neither returned the supposedly defective product nor the samples that had yielded allegedly false positive results. Therefore our quality control laboratory tested the retained sample with 11 different controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of mlb2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer found on the tango a defective flush pump responsible for cleaning the probe. This takes an effect of false positive results. The field service engineer replaced the defective flush pump. Controls (customer qc) run after this repair yielded only correct results. After this repair, the customer has had no more questionable results.